Manufacturer narrative:
The events of capsular contracture and malposition are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade ii, malposition.

Event description:
Healthcare professional reported via nbir "capsular contracture, baker grade ii, device migration/implant malposition, correction of asymmetry, change shape/size/style". This record is for the left side. Device was explanted and replaced.